Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required and a repeat procedure was performed. It is stated that there was something unusual about the patient or the procedure which may have led to the event, but no details are provided and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule and the defective device will be returned for investigation.